Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product received for analysis was identified as product code vcp422h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one unopened sample that pertain to product code vcp422h. In order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area were noted to be as expected. The tip and body of the needle were examined under magnification and no defects or needle breakage were found. In addition, the sample was tested by resistance test to needle and met the requirement. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The device performed without any difficulties noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h6: type of investigation code additional information was requested, and the following was obtained: were the needle piece(s) retrieved during the same procedure? Yes. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the broken needle fragment? Please describe any medical/surgical intervention required for this suture event including dates and results. Was additional dissection required in other tissues other than the target tissue? If yes, please describe. Was the perineum suture site re-opened in order to locate and remove the needle piece? Was the entire 5 hours of prolonged surgery time spent searching for the needle piece? Please explain what was occurring during this time. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Contacted with the sales rep today via phone, please refer to below and other information requested is unknown. After investigation, the patient (female, specific age unknown) underwent perineal laceration repair inhospital on (B)(6), 2023 due to "perineal laceration after vaginal delivery. The surgeon used the vcp422h for skin tissue sewing in the way of continuous suturing. During the sewing, the needle broke (the broken end of the needle was 1/4 near the tail). The broken needle fell into the patient's body. The surgeon immediately gave the patient intraoperative c-arm machine examination to assist in looking for the broken needle and found it finally. After removal, the integrity of the suture needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture (specific product information unknown) was replaced to complete the skin suturing. The subsequent sewing operation was smooth. The event prolonged the surgery time by about 5 hours and the hospitalization time by 2 days. The patient was in stable condition now. No subsequent adverse event reports were received. Corrected information: h6 health effect - impact code.

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2023 and suture was used. During the procedure, the needle broke when sewing the skin of perineum at the first stitch. The surgeon tried to remove the broken part but failed, about 3/4 of the needle was remained in patient's body. The broken needle was finally removed from patient during the same surgery through c-arm machine. The surgery was prolonged for about 5 hours. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the lot of ip is unavailable. Received information as following from sales rep via phone today. The procedure of this event occurred was vaginal delivery. And the broken needle was finally removed from patient during the same surgery through CT examination. The surgery was prolonged for about 2 hours. Received information as following from sales rep via phone today. The device involved in this event should update from vr917 to vcp422h/lot sc2atc (involved quantity:1). The product code vr917 was reported in error originally. The broken needle was finally removed from patient during the same surgery through c-arm machine. The surgery was prolonged for about 5 hours. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the broken needle fragment? Please describe any medical/surgical intervention required for this suture event including dates and results. Were the needle piece(s) retrieved during the same procedure? Was additional dissection required in other tissues other than the target tissue? If yes, please describe. Was the perineum suture site re-opened in order to locate and remove the needle piece? Was the entire 5 hours of prolonged surgery time spent searching for the needle piece? Please explain what was occurring during this time. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.